Event description:
It was reported that there was a white floating particle in a small volume intermate device. The device was reportedly compounded with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14n042 was manufactured from december 12, 2014 - december 17, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter approximately 0.30 square mm in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition was not determined. A CAPA currently exists that addresses this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.